Event description:
Customer called to report a hospitalization caused by high blood glucose and relating to a possible pump malfunction. Blood glucose reading at the time of the emergency room visit was 1003 mg/dl. Customer had symptoms of high blood glucose in the form of vomiting and nausea. Customer was wearing the pump at the time of the emergency visit. Customer received treatment in the form of intravenous drip and shots of insulin at the hospital. Cause of the hospital visit was noted as diabetic ketoacidosis. Blood glucose reading when customer was able to use the phone was 599 mg/dl. Customer stated that he has a backup plan and asked for a replacement pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.